Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the main system is working fine. It was reported to philips that the system was not switched on. However, it was determined that the case was created in error and no service was performed by the philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was determined that there is no issue with the philips system and the case was created in error. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. No harm to the patient or user was reported to the philips. Philips has started an investigation of this complaint.